Event description:
It has been reported to philips that the system would not boot and would get stuck. The system was not in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that system has a boot up issue and stuck at 00:00. Upon troubleshooting fse found cabinet has no power due to defective fuse and defective power supply unit as there was a short circuit in the unit. Later, fse also identified geo pc was not starting up due to power supply issue. To resolve the issue, fse replaced fuse and the power supply unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.